Event description:
It is reported that the patient was suffering from restenosis in two previous unknown brand stents that had been implanted in the lad vessel. The physician implanted a 2.50 x 30 mm resolute integrity stent in the lad to treat the stenosis within the stents and between the stents. Physician then used an nc sprinter 2.5 x 21 mm to post dilate the stent. This was removed without difficulty. Another nc sprinter 3.00x15 mm rx balloon was then used to post-dilate a different part of the resolute integrity stent that was located in the proximal lad artery. This balloon is reported to have ruptured and burst. Balloon was reported to have been inflated to 12 atms. It is reported that the wire may have contributed to the event. Another nc sprinter 3.00x15 mm was then used to complete the procedure. During inflation of a new nc sprinter, the patient started coding. The technician and physician indicated that during the nc sprinter balloon rupture that air may have gotten in and this may have contributed to the mi event. The patient was revived after a couple of minutes and became stable.

Manufacturer narrative:
Evaluation codes, results: procedural related. (No results available since no evaluation was performed) - no device or procedural have been provided for review;(inherent risk of procedure). Conclusions: (inherent risk of procedure) - mi (no device return) - no device or procedural images were provided for review. (Unable to confirm complaint) - no device or procedural images for review. (B)(4).